Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient was advices to disable (B)(6), close the g5 application, reset smart device, re-enable (B)(6), and relaunch g5 application, which was unsuccessful. Next patient was advised to uninstall the g5 application, forget dexcomqs, reset smart device and reinstall the g5 application, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/16/2016 and could confirm the reported loss of connection. No additional patient or event information is available.